Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons were not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states the pump was neither dropped nor exposed to moisture. The insulin pump will be returned for analysis.